Event description:
Reportedly, when opening the internal blister, the metalic surface of the pacemaker of the pacemaker presents with a solid, stuck-on raised spot (like a solidified drop). When scraped, the drop comes off. The sterility of the device is questioned.

Manufacturer narrative:
The sterilization records show that device was sterilized as per applicable procedures. The device history records show that the device was manufactured and delivered according to all applicable procedures.

Manufacturer narrative:
The review of the manufacturing records of the subject device revealed that the unit related to this report met all the requirement of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. No picture of the reported issue had been provided to microport. The subject device has been returned to microport investigation center on 5 march 2025. The reported solid, stuck-on raised spot (like a solidified drop) was not present on the surface of the device nor in the tyvek and packaging. Since the reported solid, stuck-on raised spot (like a solidified drop) was not present on the surface of the device nor in the tyvek and packaging and no picture was provided, no further investigation can be performed to identify the origin of the solidified drop. This reported case is isolated case and is retained for trending purposes.

Event description:
Reportedly, when opening the internal blister, the metalic surface of the pacemaker of the pacemaker presents with a solid, stuck-on raised spot (like a solidified drop). When scraped, the drop comes off. The sterility of the device is questioned.

Manufacturer narrative:
The review of the manufacturing records of the subject device revealed that the unit related to this report met all the requirement of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. The device has not yet been returned to microport investigation center. Once the subject device is received at microport investigation center, the investigation of the subject device lead will be performed, and the result of the investigation will be provided. This case is retained for trending purposes.

Event description:
Reportedly, when opening the internal blister, the metalic surface of the pacemaker of the pacemaker presents with a solid, stuck-on raised spot (like a solidified drop). When scraped, the drop comes off. The sterility of the device is questioned.